Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse was stuck with a dirty needle from a bd venflon¿ pro safety peripheral safety IV catheter. The nurse thinks there may have been a safety mechanism failure. No medical intervention was reported.

Manufacturer narrative:
As there is no sample and photo returned for investigation, a DHR review of the past 12 months qn for catalog 393224 was performed. There is no related qn on defect or condition of safety shield activation failure. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Complaint trend would be monitored.

Event description:
It was reported that a nurse was stuck with a dirty needle from a bd venflon pro safety peripheral safety IV catheter. The nurse thinks there may have been a safety mechanism failure. No medical intervention was reported.